Manufacturer narrative:
The main circuit board was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: pr (B)(4).

Event description:
During evaluation by an authorized resmed third party service center, an astral device displayed an error message (sf179) related to the super capacitor. There was no patient harm or serious injury reported as a result of this incident.